Event description:
During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was admitted to the hospital with an intestinal bleed. The cause of the intestinal bleed was gastritis due to unknown oral antibiotics. On (B)(6) 2012, the patient was discharged to a rehabilitation facility. It was unknown if the patient had recovered from the intestinal bleed prior to the next event. On (B)(6) 2012, the patient was admitted to the hospital for peritonitis. On an unknown date, a peritoneal effluent culture was preformed and the result was unknown. The cause of peritonitis was a biofilm in the patient's pd catheter. It was clarified that the cause was not touch contamination. It was reported this was the third time since nov 2012 that the patient had peritonitis. On an unknown date in (B)(6) 2012, the pd catheter was removed. On an unknown date in (B)(6) 2012, dianeal therapy was stopped. Treatment was not reported. The patient had not yet recovered from this peritonitis event. Patient injury reported: yes. Medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).